Event description:
It was reported that a patient developed an inflammatory response a month after having treatment with the closure system vs-403 venaseal. The inflammatory response occurred in the area where venaseal had been used. The patient underwent bilateral vein treatment. The procedures were completed as directed, and the vein closure was confirmed. No tumescent infiltration was utilized during the procedures. Patient presented on (B)(6) 2024 with bleeding varices medial border right foot. Venous ultrasound showed neovascularisation at the ablated right sapheno-femoral junction filling a residual un-stripped central thigh saphenous segment filling varices in the calf and foot. In view of cardiac status and requirement for continued anticoagulation, decision to treat veins using endoluminal bio adhesive closure of the saphenous segment, with ultrasound-guided foam sclerotherapy to the bleeding pedal veins and groin neo-vascular vessels as a minimally invasive technique as possible. Procedure undertaken uneventfully on (B)(6) 2024 using venaseal lot 75778. Sterile techniques were followed. Covered by 3/7 full-dose co-amoxiclav. Patient returned for an early follow-up on (B)(6) 2024 (day 4). Excellent result. Right leg slimmer with some upper medial calf veins still filling. Ultrasound showed right groin 75% occluded; right foot 100% occluded; right great saphenous vein (gsv) occluded. Patient requested to do something with the veins of the left leg. Ultrasound showed very long superficial neo-vascularisation replacing an ablated left greater saphenous trunk filling a long but curving central patent segment of accessory saphenous vein filling varices in the calf. Decision to perform endoluminal bio adhesive closure of the saphenous segment and ultrasound-guided foam sclerotherapy to the groin neo-vascular vessels, again as a minimally invasive procedure as possible without cessation of anticoagulation. Procedure on left leg was carried out on (B)(6) 2024 using venaseal lot 79137. Complicated procedure. Saphenous trunk required three punctures to access and seal in view of tortuosity. However, vein sealed satisfactorily. Ultrasound-guided foam used on left groin neo via two punctures, and on residual veins of the right calf via three punctures, both with good effect. Sterile technique was followed. Covered by 3/7 full-dose co-amoxiclav. Patient returned for an early follow-up on (B)(6) 2024 (day 15). Legs feel better with no more bleeding. Still have visible veins but not concerned about this. No signs of any inflammation. Bilateral venous scan showed both venaseal treated trunks occluded. No deep vein complications, left thigh and right calf usgf treated veins solid. Overall good result. The patient was seen in clinic on (B)(6) 2025 (9 weeks after right leg treated and 5 weeks after the left). Development of raised erythematous nodules x3 over the left adhesive-treated trunk, and x1 over the right. Looked inflammatory or infective, like developing carbuncles. Scan showed totally adhesive-occluded treated veins. Treatment needle thrombectomy produced small quantities of sterile pus and liquefied coagulum. Patient was prescribed co-amoxiclav and weekly review. Over the ensuing three months: development of four sinuses on each leg in the distal thigh, through which granules of adhesive were picked out at frequent intervals, in clinic and at formal procedures. Dry dressings applied, with only one week under a pico dressing. This process continued until (B)(6) 2025. The sinuses seem to be finally closing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: two photos were received from the account. The first photo appears to show protruding various veins on the patient¿s right leg. The second image appears to show protruding various veins on the patient¿s left leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.